Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the lack of efficacy was not determined, they thought only the ins ((B)(4)) was replaced and not the whole system, and it was unknown if the ins would be returned for analysis as it was the hospital's decision.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient, product ID 97745bp serial# (B)(4). Product type accessory, product ID 97755, serial# (B)(4). Product type recharger. Event date corrected in the file to "no information". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient thought there was an issue with her ins. They stated it was turning itself off on its own. They stated she charged it last week and she verified that it was on but a few days later she noticed she was not feeling stimulation and she verified it was off. They stated that the device wasn't even working for her pain anymore. They stated her health care professional was planning on replacing her ins with a different device in (B)(6) 2020. They stated that their controller will also turn itself off and it was the taking patient a long time to locate the ins to charge. They stated that she would see the "circle screen" for searching for a long time. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer patient, product ID 97745bp, serial# (B)(4). Product type accessory, product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that patient will be explanted and replaced with a different manufacturer's device tomorrow ((B)(6) 2020), as they have had lack of efficacy. Patient did ok for a while but then reported they were only getting 30-40% and it wasn't to the patient's standards. It was unknown exactly when patient felt that pain relief was not as they expected but it was around (B)(6) 2019. The reps started extensive reprogramming at that time too. Patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# (B)(6) serial# product type accessory product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745bp, lot#: nlh030090n, product type: accessory. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-20 crts (B)(4), rpl ______ (con): information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient thought there was an issue with her ins. They stated it was turning itself off on its own. They stated she charged it last week and she verified that it was on but a few days later she noticed she was not feeling stimulation and she verified it was off. They stated that the device wasn't even working for her pain anymore. They stated her hcp was replacing her ins with a different device in (B)(6) 2020. They stated that their controller will turn itself off and it is the taking patient a long time to locate the ins to charge. They stated that she will see the "circle screen" for searching for a long time. No out of box failure was reported. No further allegations/complications were reported.